Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed alert 32, indicating a delivery motor communication error, resulting in insulin delivery stopping despite multiple restarts, and the patient transitioned to back-up subcutaneous insulin therapy with a reported blood glucose level of around 200 mg/dl. Symptoms included hyperglycemia. Outcomes included interruption of automated insulin delivery and the need for alternative therapy. Investigation included complaint review, troubleshooting with the patient, and replacement of the device with return of the original for evaluation. Investigation of this case revealed a suspected delivery motor communication fault consistent with a motor processor communications error. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction involving the delivery motor communication subsystem.